Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 97745, s/n (B)(6), revealed cracked/scratched/worn front case. Screw holes stripped causing case separation. H3: analysis of the device, model # 97745bp, s/n (B)(6), revealed won't charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported that their controller was unresponsive when they tried to charge it. When asked for event date, pt stated it was maybe around june of last year. Pt was informed they might need a new battery. Patient services specialist (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt stated that the controller did not power on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt stated the controller still did not power on. Pss instructed pt to try double a batteries, and controller screen woke up. Pt stated their controller port was snug around the ac power cord plug. The issue was not resolved. Additional information received from the patient. They were having difficulty pairing w/ neurostimulator battery (ins). Patient telemetry module (ptm) seemed to not recognize the recharging antenna (rtm) was connected. Pss had pt remove the ptm li battery pack (bp) to reset the ptm. Pt was able to successfully pair ptm w/ ins. After pressing recharge on 'no device found' screen pt described seeing the passive recharge mode screen (middle number ranging from 86-100). Pt was then able to start a recharging session w/ excellent quality. Pt provided current battery levels: ptm 90%; ins 30%.